Manufacturer narrative:
The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us peep out of range reading 5 plus the setting while on a patient. Furthermore, there was no information for patient harm associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established the root cause as the reported failure issue is no longer reproducible. Performed unit calibration and passed. Unit worked according to specs.